Manufacturer narrative:
Clarification to d.9: date provided is the date photos of the device were received. Photo analysis results: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, corrected and/or changed data: b.5, d.9, h.6.

Event description:
Healthcare professional reported "rupture, periprosthetic seroma" and "breast discomfort" diagnosed via MRI. This record is for the left side. Device has been explanted and replaced with an non-abbvie device.

Manufacturer narrative:
Continued: e1: phone number: (B)(6). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "rupture, periprosthetic seroma" and "breast discomfort" diagnosed via MRI. This record is for the left side. Device has been explanted and replaced.